Event description:
It was reported that the patient had a cerebral hemorrhage on (B)(6) 2025 and was transferred back to the hospital. The patients cerebral hemorrhage was noted to be spontaneous, and not related to a fall. No changes to patient condition were noted to have occurred prior to the patients cerebral hemorrhage, but the patients international normalized ratio (inr) was noted to be 3.4. A computed tomography (CT) scan was performed, which showed a left cerebellar hemorrhage measuring 3.7 x 4.6 cm with mass effect and obstructive hydrocephalus. The patient experienced vertigo and dizziness at the time of the event. The site performed a left suboccipital craniectomy and a right external ventricular drain was placed. The event was noted to have resolved after treatment. Log file review was requested, which showed no unusual events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.